Event description:
It was reported that the inflatable penile prosthesis (ipp) device has a "sticky pump." The "ipp fails to inflate consistently despite multiple attempts." Additional information received states "the valve fails to open correctly on 1st pump and the pump does not refill properly." A surgery has not been performed yet. The pump was "explored while patient was under general anesthetic." The issues with the device began after the patient started cycling it in late (B)(6) 2019. There were no medical complications. A revision surgery may be performed in the future if the issues does not resolve.